Event description:
No additional customer information.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data: h2, h3, h6. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the event was attributed to stress related problems, however, a definitive root cause could not be established. It is likely the following led to the malfunction: damage of parts due to deterioration/ leakage/ some kind of physical stress, without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during inspection for use, the image of the bronchofibervideoscope had an uneven color and became noisy. There was no patient involvement.